Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarm was noted. The motor was tested outside of device and passed. The insulin pump was received with minor scratches to liquid crystal display window, cracked case near liquid crystal display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 221 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.